Event description:
Event description it was reported that this ventricular lead, two weeks post implant procedure, was being repositioned from a septal wall location due to elevated threshold measurements. Prior to the attempt to reposition the lead, there were no observations of signal noise or impedance measurement issues reported. During the repositioning attempt, the physician experienced difficulty removing the lead from the cardiac tissue. It was reported that ten counterclockwise rotations were unsuccessful in removing the lead. The lead was repositioned into the ventricular apex, at which time the pacing threshold was measured as 5 volts with a lead impedance of greater than 2000 ohms and a sensed intracardiac signal of less than one millivolt. There was a noisy signal and a lead fracture was suspected. The lead was removed.